Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Customer continued to use the pump for insulin therapy. Customer's blood glucose level was 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.